Manufacturer narrative:
Continuation of d10: product ID 8578 lot# hg2ew8705 implanted: (B)(6) 2019 explanted: (B)(6) 2026 product type catheter product ID 8709sc serial# (B)(6) implanted: (B)(6) 2007 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 27-mar-2020, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(6), ubd: 10-may-2009, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receive ing dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the physician attempted to aspirate the catheter via the catheter access port and was unable to. The physician decided to replace the entire catheter with a new one. No external or environmental factors were identified and the catheter was discarded after removal. The issue is resolved.